Manufacturer narrative:
D6a should have been (B)(6) 2016.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is a prophylactic procedure. The patient was stable.

Manufacturer narrative:
The reported field event of assurity advisory was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.